Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing on a stored egm. Programming changes were performed. The patient is in stable condition.